Event description:
It was reported that a black tip broke during impaction. The event occurred intra-operatively while the instrument was being used to impact a component. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device has not returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.